Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow up report will be provided following the completion of the investigation.

Event description:
Procedure performed: ni. Event description: [hospital]. "During use, ca500 did not enter the abdominal cavity through the cannula of ctr03." Product is available for return. Additional information was received via email on 20june2024 from [name], amk territory manager. "The pressure was not applied to the trigger during insertion through the trocar. The clip was not loaded in the jaws upon clip applier insertion and/or removal." Patient status: there was no problem with the patient. Intervention: the case was completed with the new device.

Event description:
Procedure performed: ni. Event description: [hospital]. "During use, ca500 did not enter the abdominal cavity through the cannula of ctr03." Product is available for return. Additional information was received via email on 20june2024 from [name], amk territory manager. "The pressure was not applied to the trigger during insertion through the trocar. The clip was not loaded in the jaws upon clip applier insertion and/or removal." Patient status: there was no problem with the patient. Intervention: the case was completed with the new device.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Functional testing was performed, where the complainant¿s experience of an improper fit is confirmed as significant resistance was observed during insertion of the returned unit through a trocar. Visual inspection confirmed that the feeder, a metal component within the shaft, was damaged. Based on the condition of the returned unit, it is likely that the reported event was caused by the feeder being in the jaws during insertion through the trocar. The instructions for use (IFU) states "place the clip applier through the trocar. The empty jaws will collapse when passing through the kii 5mm trocar and then reopen once through the cannula. Caution: do not pre-load a clip into the jaw prior to device insertion through a trocar. Doing so may result in damage to the device upon insertion. If device is pre-loaded, fully compress the trigger against the handle and release to reset the device." Applied medical has performed a historical trend analysis and review of production records and no relevant documentations were identified. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.